Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t failed microbiological testing during maintenance. There is no known patient involvement. The customer has stated that they plan to return the unit to sorin group (B)(4) for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t failed microbiological testing during maintenance. There is no known patient involvement.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The heater-cooler system 3t was returned to livanova (B)(4) for deep disinfection. During visual inspection, biofilm could not be clearly identified in the device. Deep disinfection was performed and final test results taken after the disinfection found 0 cfu/ml. The unit was sent back to the facility. Through follow-up communication with the customer, livanova (B)(4) learned that the facility has taken the device out of service and replaced it with a new device. Cleaning protocols from the facility have not been received. It could not be verified if the unit has been cleaned regularly according to the instructions for use (IFU) and an exact root cause could not be determined.